Event description:
A malfunction alarm was reported with the code "malf 0" on the customer's device. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur. The customer continued to use the pump for insulin therapy.